Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date. Confirmation testing was not performed. The customer confirmed that no patients were adversely impacted by discrepant result.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.correction: d5 h3 other text: device discarded, single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date. Confirmation testing was performed using pcr test (platform: unknown), resulting in a negative result. The customer confirmed that no patients were adversely impacted by discrepant result.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot: 1088883 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number: 192-000 / lot: 1088883 and test base part number: 190-430 / lot: 1088883. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot: 1088883 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as log files were not returned into the root cause analysis. H3 other text: device discarded, single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date. Confirmation testing was not performed. The customer confirmed that no patients were adversely impacted by discrepant result.